Event description:
A pt that was intubated went into respiratory failure. A code was called and it was noted that the pilot line had separated. Unable to ventilate pt, so pt extubated. Difficulty was experienced during re-tubation, leading to a bronchoscope required for re-tubation. Status of pt unknown. Another incident of pilot line separation also occurred, however, there was no pt compromise.